Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that a pump was replaced due to end of life/end of service (eol/eos). It was stated that the eol/eos was within the expected range. There were no therapy or medical problems reported. It was stated that the date on the pump logs (when printed out) appeared to be off, which was determined to be due to the clinician programmer (stated eos was 15-may-2097). The pump was found to have been off for 100 hours and 41 minutes. When the manufacturer representative interrogated the device, the current pump settings were seen and in the event log it read "examined at (B)(6) 2012 at 11:37." It was unclear if the issue was related to the clinician programmer or the software. Drug : dilaudid (primary), baclofen, and marcaine.